Event description:
A zoll distributor returned monitor sn (B)(4) indicating a pulse test failure.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, the case was damaged indicating physical abuse. The cause for the test failure is broken leads on high-voltage capacitors c22 the defibrillator board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change(B)(4) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor.